Event description:
It was reported that sometimes a post dialysis catheter placement, the device allegedly had a breakage in catheter. It was reported further that the catheter segment moved in outer direction. The procedure was completed by removing and replacing the catheter. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction/serious injury. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows one glidepath catheter implanted in the patient body and the cuff was noted to be slightly moved away from the patient body. The investigation is confirmed for the reported expulsion issue. However, the investigation is inconclusive for the reported fracture issue as the reported event cannot be confirmed from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method) h11: b5, h1, h6 (patient, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the device allegedly had a breakage in the catheter. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows one glidepath catheter implanted in the patient body and the cuff was noted to be slightly moved away from the patient body. The investigation is confirmed for the reported expulsion issue. However, the investigation is inconclusive for the reported fracture issue as the reported event cannot be confirmed from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes a post dialysis catheter placement, the device allegedly had a breakage in catheter. It was reported further that the catheter segment moved in outer direction. The procedure was completed by removing and replacing the catheter. The current status of the patient is unknown.